Event description:
It has been reported the pt is experiencing difficulty initiating a communication between the system ipg and both the pt programmer and the charging system. The pt is working closely with her physician to determine the next course of action. A surgical intervention is pending.

Manufacturer narrative:
This ipg serial number is included in field advisories. (B)(4) has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. (B)(4) defers to the pt's physician regarding medical history. (B)(4).